Event description:
A competitor reported that there was low impedance on both leads, along with oversensing on the atrial. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 349806 competitor implantable pulse generator, (B)(6) 2010. (B)(4).